Event description:
Note: multiple (B)(4) mesh devices were implanted in the same patient. This report pertains to the unspecified incontinence sling. It was reported to (B)(4) that an unspecified (B)(4) prolapse repair mesh (pinnacle/pinnacle lite/uphold/uphold lite/upsylon y-mesh) was implanted into the patient on an unspecified date, an unspecified (B)(4) incontinence sling (advantage fit/obtryx/obtryx ii/solyx) was implanted into the patient on an unspecified date, and an advantage sling was implanted into the patient on (B)(6) 2019. The patient experienced complications. Patient symptoms include: back pain; groin pain; thigh pain; difficulties with bowel motions

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.